Event description:
It was reported that a small crack developed in anterior glenoid when anterior locking screw was placed during the primary surgery.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device remains implanted in patient.

Manufacturer narrative:
Additional devices listed in this report: anterior locking screws perform reversed perip screw 5.0mmx18mm. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a small crack developed in anterior glenoid when anterior locking screw was placed during the primary surgery.